Manufacturer narrative:
A follow-up MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #.

Event description:
This supplemental MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #. There is no change to the initial reported event.

Event description:
It was reported in a transcarotid artery revascularization (tcar) procedure, a dissection was caused by the 0.014'' guidewire from the common carotid artery extending to the left internal carotid artery. The physician converted to a carotid endarterectomy procedure and deployed a second stent to cover the dissection. The condition of the patient is stable.